Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the dilator tip was damaged after insertion into the sheath. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath and dilator were assembled together, but afterwards it was noticed that the dilator tip was damaged. The material on the tip was pushed back, as if the damage occurred as the dilator was being inserted into the sheath. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.